Event description:
It was reported that the patient experienced recurring incontinence as the device stopped working. A surgical procedure was performed, and fluid loss caused by a hole in the cuff was noted; therefore, all components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.